Manufacturer narrative:
(B)(4)

Event description:
The patient presented with complaints of limb weakness and pre-operative diagnosis of progressive cervical myeloradiculopathy secondary to multilevel cervical stenosis. Imaging revealed significant compression of the cervical cord by advanced degenerative changes within the cervical spine. The compression was most behind the bodies of c5 and c6. A congenital fusion of the c3 and c4 vertebral bodies was noted. Patient underwent following procedures: anterior cervical diskectomy at c4-c5, c5-c6, and c6-c7 with decompression of the underlying neural elements; anterior cervical corpectomy of c5 and c6 with decompression of the underlying neural elements; anterior interbody fusion from c4 to c7 using a cage with rhbmp-2/acs-wrapped autograft harvested during the corpectomy; placement of anterior instrumentation with plate, spanning from c4to c7, with bilateral3.5 x 16-mm screws at c4 and bilateral3.5 x 16-mm screws at c7; harvesting of local autograft via the same incision; posterior cervical laminectomy at c6 and c7; placement of bilateral s crews at c2 measuring 3.5 x 18 mm, and bilateral lateral mass screws, spanning from c3to c6, measuring 3.5x 16 mm, and bilateral t1 pedicle screws, measuring 3.5 x 28 mm, with spanning rod instrumentation; posterolateral on lay fusion from c2to t1 using rhbmp-2/acs-wrapped autograft; harvesting of local autograft via the same incision. Per-op notes a cage was inserted into the interspace, and it was expanded such as to recreate the normal cervical lordosis. This cage was packed with rhbmp-2/acs-wrapped autograft. A plate was then placed anteriorly and bilateral 3.5 x 16-mm screws were placed at c4 and c7 with excellent bony purchase being noted. The patient was then transferred to the prone position and placed in a 3-point fixation system. A crosslink was then placed. Rhbmp-2/acs-wrapped autograft, which was harvested during the laminectomy, was then placed in the posterolateral positions from c2 to t1 to enhance fusion. No intra-operative complications were reported. (B)(6) 2007: the patient was discharged to home. (B)(6) 2008: the patient underwent CT of cervical spine without contrast due to neck pain, right and left upper extremity pain. Findings: anterior plate and screw fixation is noted extending from c4 to c7; posterior instrumentation/ fusion extends from c2 through t1; there is partial corpectomy at c5 and c6; alignment is grossly unchanged; no hardware encroaches on the spinal canal or foramen; at the c4-5 level, there is right uncovertebral joint degenerative change and right sided osteophyte resulting in mild bony foraminal narrowing; at c5-6 level, there is noted adorsal focal calcification projecting anteriorly from posterior elements on the right; multilevel degenerative changes are grossly unchanged.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.